Manufacturer narrative:
This report is filed on november 08, 2016. (B)(4). Implanted device remains.

Event description:
It was reported that the patient developed an infection at the abutment site and subsequently was treated with topical antibiotics on (B)(6) 2016 and oral antibiotics on (B)(6) 2016 (duration unknown). The implanted device remains.